Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new freestyle libre 3 plus sensor with the libre mobile app and then experienced absent glucose readings on the ilet pump because the sensor was connected to another device; the user was guided to replace the sensor and properly activate it for use with a single device, and dosing was expected to stop soon per system behavior. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with no device problem found, associated with improper procedure, and no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error.